Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, a stylet could not be inserted into the atrial lead. The lead was not used. There were no adverse consequences to the patient.